Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported there was an air bubble during the infusion which was running at 125 ml/hour. Cefazolin and dextrose were attached at the y site to a 1000 ml bag of normal saline. The physician ordered for the patient to lay on their left side, for vapotherm, and a stat cat scan of the chest. The patient did not experience any change in oxygen saturation, but 15 minutes after the event the patient's face became very flushed. The cat scan was negative for air emboli. The patient was kept for 2 more hours to ensure they were able to ambulate without any new issues. There is no report of lasting effects.

Manufacturer narrative:
Concomitant medical products: 1000ml b.braun bag ndc 0264-7750-00 lot number j8b008 exp 08/20 lactated ringer¿s attached to the primary IV set, and a 50ml b.braun ndc 0264-3105-11 lot number h7p607 exp 06/19 cefazolin and dextrose. Correction: omit pri tubing from initial e-MDR. The customer¿s report of an air bubble during an infusion running at 125ml/h could not be confirmed. The customer did not provide a time for the reported incident. The associated pcu event log recorded on the reported incident date of (B)(6) 2018 a primary infusion was performed at 7:51am. A user entered a vtbi of 950ml and ran the infusion at the rate of 125ml/h as reported. The actual bag volume could not be ascertained from the log; however the bag received attached to the primary disposable set was a 1000ml and was labeled lactated ringers. The infusion ran until 3:18pm on (B)(6) 2018 when a user turned off the pump module stopping the infusion. The cause for stopping the infusion could not be ascertained from the log. The total calculated volume infused was 931.676ml. Inspection and testing performed on the returned infusion system found no malfunctions and the pump module to be detecting air in line within specification. The pump module was found to be detecting ail within specifications for a 250 l setting. No damage or anomalies were noted during visual inspection of both the primary and secondary sets received mated at the distal end. Air boluses were observed in the lower section of the primary set and throughout the secondary set. There was no leaking during functional and pressure testing of both lets. The root cause for the customer¿s reported experience was not identified.